Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had low blood glucose of below 20 mg/dl. Customer declined troubleshooting for low blood glucose. Customer changed out set and had insulin flow blocked alarm after changing the site. The device is not expected to be returned for analysis.